Event description:
It was reported that this right atrial (ra) lead was not sensing or capturing appropriately. In addition, the physician mentioned having lead cut accidentally but was able to sew it back to the atrium. There is no further information available to date and the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).